Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that a magnesium infusion was programmed incorrectly. The intended dose was 2 g/hr (50ml/hr), however 2 ml/hr (0.8 g/hr) programmed and delivered to the patient for about 11 hours. The patients blood pressure kept increasing and required additional antihypertensive medication. There was a patient involvement with serious injury.